Event description:
International complaint coordinator reports one incident of blood leak with the psn 140 dialyzer. Blood leak occurred at the start of treatment and was noted by the blood leak alarm. Blood leak was verified visually. Blood was not returned to the patient with an estimated blood loss of 84 ml. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per international complaint coordinator.